Event description:
It was reported that a revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
The associated complaint device was not made available for evaluation. After repeated requests, smith and nephew cannot obtain enough information about the patient and/or device mentioned. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Should additional clinical information become available in the future, the medical assessment may be re-evaluated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.